Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that yesterday evening, informational power on reset (por) showed on the programmer. The patient states the implantable neurostimulator (ins) was charged to 75%. They had no recent doctor's appointments or anything out of the ordinary. The ins has been upgraded to 15 year longevity. During troubleshooting, the patient tried to clear the por and was prompted to reset the time. After changing the time, they saw poor communication on the programmer. The patient replaced the batteries but this did not resolve the issue. They tried to reset the time and is still seeing poor communication. They checked the recharger and they were also still getting por. No patient symptoms were reported.